Event description:
It was reported that there noise was noted on the lead. There was also suspected damage to the insulation of the lead during extraction. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was a connection intermittency. In addition, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there was noise on the right ventricular lead. There was also suspected damage to the lead insulation during extraction. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.